Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device presented with no output and no pacing. Attempts to interrogate the device were unsuccessful as no telemetry and no magnet response could be established. The device was explanted and replaced. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.